Event description:
Ergo lift "frame broke with pt strapped in." In 2007, two members of unit d-3 direct care staff were returning pt to his bed. The were employing the use of an ergolift to lift the pt from his wheelchair to his bed. They placed the straps around the pt in accordance with the standard nursing practices. As the staff members activated the unit, the straps tightened and the pt began to lift out of his chair. After the pt was lifted an estimated one inch out of his chair, the metal mast of the ergolift broke in half causing the pt to descend back down into his chair. No injury was observed by staff or reported by the pt. The pt was consequently transferred utilizing an ergo lift -600 that was available on the unit.